Event description:
Patient reported the menu button on the pump has stopped working. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.